Event description:
Boston scientific received information that this pacemaker declared end of life (eol) three months after elective replacement indicator (eri) was declared. Four months ago, device declared eri with six months remaining battery status, and device went to eol in less than three months after. Pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.